Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Allergy [hypersensitivity]. Tampons come apart and lose the string [device breakage]. Case description: consumer reported via social media that the tampons came apart and the string was lost. No serious injury was reported.